Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they noticed starting in july in the last couple of weeks, their ins was not using the amount of battery they expected for as high as they had increased their stimulation. They said their "battery does not discharge" as fully as it normally did by the time they recharged it every week. Normally it was at ten percent by the time they recharged, but the last two weeks, it was 70 percent left and 50 percent last night because they missed recharging on sunday like they normally did. They also mentioned their bladder leakage returned in earnest, however, they realized last evening they had not charged on sunday like they normally did and the symptoms came back, so they thought they must be totally out of battery charge. They "cranked it up," but noticed the ins battery was not empty; it was at 50 percent. The patient was asked to turn the charger off and the communicator on, and to close other applications. They stated their equipment was acting up. Last night, their smart handset screen froze during recharging their ins, and stayed on 90 percent even though they had drop-downs showing excellent connection. It took 30-40 minutes to get to 90 percent, then they tried over and over, but they could not charge past 90 percent last night and gave up. The smart handset started at 50 percent, but took forever to get to 90 percent and sat there forever. They got a drop-down partial screen which said their device was disconnected at the same time 80 percent of the screen showed charging excellent connection and "not moving above 90 percent," so they eventually gave up. The patient was asked if it was a half or partial split screen. They replied, "no, there was a little drop-down screen that came and went quickly that said your recharger is disconnected." They took the recharger off and it had shut off and they restarted it again. They put it back and tried again, and it said it disconnected, but the rest of the screen showed charging excellent with a checkmark. It was offered to troubleshoot. The patient was worked with to use their equipment and they reported the charger connected with an excellent connection and the handset showed it started at 90 percent. During the call, they progressed to 100 percent. They did not see the dropdowns. They connected with the handset and communicator and said, "now it 's on," on program 6 at 1.0 volts. They expected it would be at 3.5 volts or 4.0 volts. They had been increasing/"ramping it up." They stated, "it must have reset on its own." It was reviewed the equipment seemed to be working as expected. The troubleshooting steps that were taken on the call resolved the issue. They used the equipment to connect to the implant and reported stimulation was on program 6 at 1.0 volts. They thought they were at 3.5 volts to 4.0 volts on program 6. It was attempted to review their ins recharge frequency is impacted by usage and settings. If they normally had stimulation at 3.5 volts, and it used 90 percent in one week, it made sense if it was set at 1.0 volts, that may change how low the ins was when they recharged. It was attempted to clarify with the patient when they had last worked with their programmer, and the patient said they did monitor where they were at; if they saw a change in symptoms, they would slowly ramp it up. That was what they were told to do by the manufacturer representative, physician assistant, and by their doctor. They did not know how it got down to 1.0 volts from 3.5-4 volts all by itself. An email was offered and sent to the manufacturer representatives in the patient's area to call the patient back, as the patient had called in with concerns with their external equipment that could not be replicated while troubleshooting during the call. The equipment was operating as expected during the call. The representative reached out to the patient who told them they had the issue fixed while on the call with the manufacturer help line. During the call, they also reported their program number had been changed since implant. They had been going in every week or every other week and working with the physician assistant. The program was last changed when they went to the doctor and met with the physician assistant, who moved it to program 6 about five weeks ago. Their symptom return was a couple of days ago. Other information mentioned during the call was that they had increased to the point of discomfort in the past. They "overdid it one time and know the feeling of discomfort."